Event description:
Healthcare professional reported a left side implant exchange with no complaint against the device. Healthcare professional added, "left breast capsular contracture". Device has been explanted..

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, g1, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: brown particles in the fill channel, crease flat, fluids clear inside the device. Leak test was performed and no leakage was found. A microscopic analysis was performed which no identify openings, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side implant exchange with no complaint against the device. Healthcare professional added, "left breast capsular contracture". Device has been explanted.